Manufacturer narrative:
Product complaint # (B)(4). Date sent: 01/17/2020. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the patient receive any preoperative chemotherapy or radiation? Did the patient receive any preoperative chemotherapy or radiation? For the cs40g: when was the staple retaining cap removed? What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Was one device used or were two devices used? Did the device cut? Did the device completely staple on either side of the knife? If not, can more information be provided about staple form? Please describe the staple shape and location. How were the issues with the contour device addressed prior to using the circular stapler? For the cdh29a: can more detail be provided on the issues experienced with the circular stapler? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues with staple form? If so, please describe the staple shape and location. Following the reported device issues, was the anastomosis able to be reconstructed? If so, how? Is the ostomy temporary or permanent? What is the current status of the patient? Can you please confirm the devices were discarded? Device cdh29a: MFR report # 3005075853-2020-00403.

Event description:
It is reported that during the radical resection of rectal cancer surgery when serving rectal tissue with cs40g. After fired, noted that some staples were in the tissue, others were not in the tissue. Changed cdh29a still the same situation. Ostomy used to complete surgery.

Manufacturer narrative:
(B)(4). Date sent: (B)(6)2020. Additional information was requested, and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? For the cs40g: when was the staple retaining cap removed? --press "push to remove" and removed retaining cap. What provisions did the surgeon take to ensure the tissue was lying evenly within the jaws? Unknown was the device difficult to close? No was the device closed and repositioned multiple times prior to firing? No was the device difficult to fire? No was the distal transection completed in one or multiple firings? Was one device used or were two devices used? Unknown did the device cut? Unknown did the device completely staple on either side of the knife? If not, can more information be provided about staple form? Please describe the staple shape and location. Unknown how were the issues with the contour device addressed prior to using the circular stapler? Unknown for the cdh29a: can more detail be provided on the issues experienced with the circular stapler? What healthcare professional fired the device and what is his/her experience with the device? The surgeon was healthcare professional and fully trained. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? In the green gap setting scale . Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Wait 15 sec was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Unknown were the donuts inspected? If so, please describe. Unknown was a complete transection of the white breakaway washer visually confirmed? Unknown were there any issues with staple form? If so, please describe the staple shape and location. B staple form. Following the reported device issues, was the anastomosis able to be reconstructed? If so, how? Is the ostomy temporary or permanent? Unknown what is the current status of the patient? Leave from hospital can you please confirm the devices were discarded? The devices were discarded.